Event description:
Procedure type : resection. According to the reporter: the customer reports that an anastomosis staple line did not hold after use of the device for a resection. The staple line didn't hold. The pt , a male age (B)(6), died an unspecified time after the surgery. The product was unfortunately thrown away, as the incident occurred during post-operative time. No additional information available at this time.

Manufacturer narrative:
(B)(4).